Manufacturer narrative:
H10: it is unknown if the device was in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer reported a pressure accuracy error message. Multiple attempts were made to the customer to receive more information, but no response. Multiple attempts were made to the customer to receive more information, but no response. H11: g1 updated.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
The customer reported a pressure accuracy error message. There was no patient or user harm reported.